Event description:
Tear in the extension above the venous connection. Air could be aspirated from the line despite the clamps being closed. The catheter appeared to be drawing in air.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The venous extension adaptor was evaluated and found to have a cracked female luer that leaks when the device is flushed. A definitive root cause could not be determined. The female luers are manufactured to meet the iso standard (iso 594-2:1998). A common cause of cracked luers is over tightening of connections. The ergonomically shaped luer provides users with a patent locking design. This assures obtaining a secure mating of the catheter without the need to over torque. The overtightening of connections often leads to the use of an instrument, such as hemostats, to aid in loosening the connection. This is not recommended as it may lead to the luers cracking. The instructions for use (IFU) contain the following warnings and precautions: use only luer lock (threaded) connectors with this catheter. Repeated overtightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure.